Event description:
Reportedly, during a routine follow-up, the device could not be interrogated using inductive telemetry. The previous follow-up with the programmer was performed on (B)(6) 2016 (the device was not yet updated by smartview version 2.54). The patient is currently followed up by remote monitoring system. Patient initiated report was successfully transferred on (B)(6) 2017 through remote monitoring system. Preliminary analysis confirmed the reported event. Patient care recommendations have been provided to perform a recovery procedure on this device. The recovery procedure was performed on (B)(6) 2017, resolving the inductive telemetry issue.

Event description:
Reportedly, during a routine follow-up, the device could not be interrogated using inductive telemetry. The previous follow-up with the programmer was performed on (B)(6) 2016 (the device was not yet updated by smartview version 2.54). The patient is currently followed up by remote monitoring system. Patient initiated report was successfully transferred on (B)(6) 2017 through remote monitoring system. Preliminary analysis confirmed the reported event. Patient care recommendations have been provided to perform a recovery procedure on this device. The recovery procedure was performed on (B)(6) 2017, resolving the inductive telemetry issue.